Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was observed to be damaged. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to follow up on the reported issue; however, a response was not received.